Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 47 mg/dl at the time of the incident. The customer was using pump auto mode at the time of the incident. The customer was at 52 mg/dl at the time of the call, and 337 earlier on the morning of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer states auto mode drops them too low. Troubleshooting was completed but did not resolve the issue. The pump was prompting back to back calibrations and the customer reported a bent cannula. The customer was also sick at the beginning of the week. The insulin pump will be returned for analysis.